Manufacturer narrative:
A ge service rep performed an onsite investigation. The gib battery was replaced and the fluoro functions board voltage was adjusted. The system was then found to be operating as intended.

Event description:
The customer reported that the system would intermittently shut down without command. There is no report of pt injury.